Event description:
It was reported that during a laparoscopic sigmoid procedure, while inserting the first cartridge into the device it was noticed that the silver backing of the cartridge was coming off. The device was then loaded with a second cartridge and closed to put down the trocar. Once down the trocar, it could not be opened. It could be seen through the scope that some of the staples had been deployed from the cartridge. The device was not on tissue. It was removed from the trocar and then the jaws would not open. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results that one ec45a device was received in good visual condition and with a reload present. The reload was received partially fired, with the pan detached. A partial fire can occur if the firing sequence is interrupted. It should be noted that in order to open a partial fired device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that all staples and staple drivers are present prior to shipment.